Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, hardening, and nodules are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, erythema, hardening, and nodules as follows: contra-indications "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects: "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported prior to injection patient was pretreated with anaesthetic bottom with lidocaine and chlorexidine and then injected to the dark circles, left nasolabial groove, and inferior lip with juvéderm® volbella¿ with lidocaine. Patient used an illegible post treatment therapy after injection. Approximately 4 months later, patient developed edema, erythema, hardening, and nodules at right dark circle and left nasolabial groove. No symptoms appeared in the other injection sites. Patient was treated with prednisone, three applications of hyaluronidase (biometil), with one associated with kenalog, and clarithromycin with partial improvement. Patient recently "evolved with edema on right dark circle." Symptoms are ongoing. Patient was taking "antidepressant" at the time of injection.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with anaesthetic bottom with lidocaine and chlorexidine and then injected to the dark circles, left nasolabial groove, and inferior lip with juvéderm® volbella¿ with lidocaine. Patient used an illegible post treatment therapy after injection. Approximately 4 months later patient developed edema, erythema, hardening, and nodules at right dark circle and left nasolabial groove. No symptoms appeared in the other injection sites. Patient was treated with prednisone, three applications of hyaluronidase (biometil), with one associated with kenalog, and clarithromycin with partial improvement. Patient recently "evolved with edema on right dark circle." Symptoms are ongoing. Patient was taking "antidepressant" at the time of injection.